Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Reportedly, that the customer's blood glucose (bg) level was 500 (mg/dl), which was addressed with a correction bolus. It was confirmed that the customer has manual injections as alternate insulin therapy.